Event description:
It was reported via a competitive device manufacturer report that the patients right ventricular (rv) lead was experiencing undersensing, oversensing noise, variable pacing impedance levels and delivered inappropriate therapy. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).